Manufacturer narrative:
Based on the information provided there is no indication the implants did not function as intended. The package insert states "after a solid fusion occurs, the system serves no functional purpose and should be removed. Removal is indicated because the implants are not intended to transfer or support forces developed during normal activities. However, any decision to remove the device must be made by the physician and the patient, taking into consideration the patient¿s general medical condition and the potential risk to the patient of a second surgical procedure." Without a product return, no product evaluation is able to be conducted. The part number is unknown and the lot number reported is unable to be found, therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision surgery to remove the spinal implants due to pain was reported in a clinical study. During the revision it was noted the implants were removed from l4/5 with no complications and fusion was noted to be solid; no additional hardware was implanted. The operative records state a partial resection of l2/3 and l3/4 was performed due to impingement of l2/3 and l3/4.